Event description:
The advocate called for help with the customer's contour meter. While troubleshooting, he performed control tests and rec'd a result of 16 mg/dl. The normal control range was 105-146 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.